Manufacturer narrative:
Correction : the correct "explant date" is (B)(6) 2018, not april(B)(6) 2018 as initially reported.

Manufacturer narrative:
This report is submitted on june 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.